Event description:
It was reported that the patient went to urgent care and was diagnosed with a skin infection. The patient¿s blood glucose (bg) values reached 350 mg/dl. The site was red and pus was coming out. For treatment, the patient was given oral antibiotics. The pod was worn between 24 and 36 hours on the leg. The patient was discharged after 30 minutes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone: phone_control_android. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: ap4a.241205.013.c1. Cloud - smartphone hardware: pixel 7. Cloud - cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.